Manufacturer narrative:
Additional information indicates that the site is not able to identify which batteries were associated with this event. The reported event could not be reproduced by manipulating the connections. The site was not able to indicate whether this event was associated with any controller alarms or vad stops. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was switching from one power port to the other before the batteries were down to a capacity of 25%. The controller was exchanged by the patient with no reported patient consequence.

Manufacturer narrative:
(B)(4). A review of the controller log files revealed that an additional two batteries had potential power switching events associated with this patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Bat209546 UDI number: (B)(4) exp. Date: 10/31/2016 mfg. Date: 10/11/2015 returned: 02/13/2017. Bat211727 UDI number: (B)(4) exp. Date: 11/30/2016 mfg. Date: 11/27/2015 returned: 02/13/2017. The reported event of power switching was confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. Bat209530, bat209546, bat210611, bat211727, and con191478 participated in these events. These premature switching events are most likely due to momentary disconnections between battery and controller. Analysis revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Bat209530 and bat210611 were evaluated under MFR 3007042319-2016-02427. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.